Event description:
It was reported to medtronic minimed that the customer experienced pump error 41(motor power supply voltage error detected. This is measured before each single insulin pump stroke, and then continually measured periodically during the entire motor driving period). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed customer was were able to clear the alarm(s) and was able to rewind the pump. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked down, up keypad buttons. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, and force sensor tests. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that a pump error 41 occurred @ 09/13/25 19:52:51 and that a pump error 43 occurred @ the same time. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of pump error 41s was confirmed during testing. According to the adapt tool, the pump error 41s and pump error 43s are due to a hardware problem. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.